Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR for the lot and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
The tampon the string broke, and no tampon came out. [Device breakage]. The tampon the string broke, and no tampon came out; went to the ER to have it removed [foreign body in reproductive tract]. It was terrifying and I was in shock [fear]. The doctor had to go in more and it was painful [procedural pain]. Case narrative: on 21-sep-2023, a spontaneous report was received from a consumer regarding a 39-year-old female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date, the patient started use of playtex sport plastic, unscented. On (B)(6) 2023, after inserting the product, the consumer went to remove the tampon and the string broke off and no tampon came out. It was terrifying and she was in shock. She decided to go to the ER (emergency room). At the ER, they used forceps to remove the tampon and only pieces came out. The doctor had to go in more and it was painful but finally removed all the pieces. No additional tests or medications were required and no follow up visit was required. The doctor recommended not to use the product from the box or lot. The outcome of terrifying was not reported, and the patient was recovering. No additional information was provided.